Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. In addition, the right ventricular (rv) pacing impedance measurement is intermittently reaching less than 200 ohms and then returning back up to 600 ohms. Technical services (ts) was consulted and provided the physician with troubleshooting options. The physician plans to discuss the findings with the patient and develop a course of action plan. At this time, evidence suggests the device system remains in-service. No adverse patient effects were reported.